Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to electrode end damage. This lead was never in service. No adverse patient effects were reported.